Manufacturer narrative:
The customer has a protocol to repeat any positive results. The sample was collected in a gold-top, 13mm x 100mm, 5 ml tube, and was centrifuged for 5 minutes. Qc was passing before and on the date of the erroneous result. Bci field service engineer (fse) was on-site on (B)(4) 2011. The fse successfully performed a system check and high sensitivity system check that passed within published specifications. The fse verified system performance to published specifications. No clear root cause for this event has been determined.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a non-reproducible false positive troponin (accutni) result, above the ami cut off, generated by access 2 immunoassay system. The result was not reported out of the laboratory. Repeat analysis produced results within the normal reference rage. There was no report of death, injury, serious medical deterioration, or inappropriate medical treatment connected to this event.